Event description:
The adjustment cable on scope breaks sending device inoperable. It seems as though there should be a stop on the cable to prevent over-torquing. No injury to pt. Device replaced and procedure completed without problem.